Manufacturer narrative:
The manufacturer did not receive devices for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The surgical report was provided and reveals that the patient did not follow the surgeon's instructions of partial early load bearing. An advise for "dynamisation" was not followed. The nail broke "with history of participation in police training". Furthermore the expiration date of the implant was exceeded for more than 7 years. This situation reflects an off label use. It is unlikely that a product failure itself caused the event. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the patient received a sirus intram. Nail for femur on (B)(6) 2012 and underwent revision surgery on (B)(6) 2013 due to breakage.